Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6, h11. A getinge field service engineer (fse) stated that the customer's trained biomed will repair the unit. A supplemental report will be sent if additional information is provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient by customer, the cardiosave intra-aortic balloon pump (iabp) had a power failure. The console was restarted and functioning at the time of call an alarm log was printed with no precipitating alarms present prior to the power failure. The console was exchanged for another. There was no patient injury or harm noted.